Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 46 mg/dl was entered in the pump by the user at 10:41 am. Prior to the low bg, user requested a 20.57 unit bolus for 130 grams of carbohydrates and a bg of 212 mg/dl. There were no erratic basal rate adjustments. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was unknown. Food was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.